Manufacturer narrative:
Concomitant medical products: 0292 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high, undefined impedance and oversensing was observed on the right atrial (ra) lead. A lead fracture was suspected. The lead was reprogrammed. Later, the lead was turned off, removed and replaced. No patient complications have been reported as a result of this event.